Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024, the patient experienced a skin reaction. Date of event is an approximation. The patient experienced a skin reaction with burning, rash, and blisters, under the overlay patch, which occurred an unknown number of days after the sensor had been inserted in an unknown insertion site. The reaction was treated with a prescription of an unspecified oral antibiotic. There was no documentation of medical intervention. At the time of the report the patient is fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.